Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed at 3 cm. Visual analysis of the lead indicated damage at implant. The analyst noted alcohol was applied to break up the blood obstructing the lumen. Once alcohol was applied, the test sample stylet was fully inserted into the lead with no resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was difficulty with placing the right ventricular (rv) lead. The rv lead was repositioned many times, multiple stylets inserted with increasing difficulty until physician was unable to insert a stylet. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.